Manufacturer narrative:
Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. Visual inspection identified that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Also, it was possible to observe that the main coil was deformed. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 30dec2025. It was reported that the coil could not be advanced from the catheter. An 18mm x 40cm interlock .035 coil was selected for use. During the procedure, it was noted that the coil could not be advanced from the catheter. The procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event. However, device analysis revealed a detached arm coil.